Manufacturer narrative:
No analysis has been preformed or completed at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used for a sacroiliac and thoracolumbar procedure. It was reported that the site's navigation system's power cord was tripped over during a spine case when they were navigating with automatic registration with the imaging system and the system immediately shut off (case 00711608). When powered back on, the imaging system's spin they were originally navigating with on the stealth stated "contains no images" and they were unable to proceed. The representative tried pushing images from mobile viewing system and the system stated "digital intercommunication of medicine (dicom) failed to send, network cable disconnected." There was no reported harm to the patient present, and there was a 30 minute delay.